Event description:
It was reported that the customer had a hypoglycemic episode. His blood glucose level was around 40-50 mg/dl. He took four glucose tablets, drank orange juice, and ate apples to bring his blood glucose level up to 79 mg/dl. He had suspended the insulin pump for six hours. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.